Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. Initial reporter address: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (20b036av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that when the 5mm x 33mm embotrap ii revascularization device ((B)(4)) was opened in preparation for a thrombectomy procedure, the cage assembly was damaged. There was no report of any patient adverse event, or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 12/15/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that when the 5mm x 33mm embotrap ii revascularization device (et007533 / 20b036av) was opened in preparation for a thrombectomy procedure, the cage assembly was damaged. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the product complaint reported that a cell of the embotrap ii device was damaged when the package was opened. No further information was provided; thus, the location and the specific condition of the noted damage and how the device was handled pre and post opening the package are unknown. The visual examination of the returned embotrap ii device under magnification indicated a slight kink at the outer cage of the distal cone and the inner channel protruding the outer cage; however, these were not observed by the investigator without magnification. Further evaluations also confirmed these to be cosmetic in nature, i.e. They did not impact the performance of the device and the device performed as intended during simulated use evaluations. There was no other deformation or damage noted on the returned embotrap ii device. There was no evidence of any strut fractures. The visual inspection also indicated that the return embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap ii device was successfully passed through a 0.0195 inch tube without any noted resistance with advancement, confirming that the profile conformed to the specification for compatibility with 0.021 inch microcatheters. The returned polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. Investigation conclusion: the returned embotrap ii device exhibited a kink on the outer cage of the distal cone and the inner channel protruding the outer cage; however, these were noted under high magnification (x30) and were not be detected by the investigator under normal to corrected vision. There was no other deformation, damage or strut fracture noted on the returned embotrap ii device. The incoming inspection and the in-process inspection of the embotrap ii device would detect the kink as well as the inner channel protruding the outer cage which were noted on the returned embotrap ii device. The incoming inspection of the embotrap ii device components includes 100% check for smooth/polished surface finished. In the process inspection and functional checks during the sub-assembling result in 300% process inspection. In process inspection requires 2 inspections for gross damage to struts, outer cage and inner channel. Functional inspection requires 1 inspection for preloading into ptfe tubing at the end of line under microscope to identify any broken or damaged struts. The mre (manufacturing record evaluation) was performed for this lot number 20b036av as part of the complaint investigation. It confirmed that the review of the device history record (DHR) indicated that there were no issues with the assembly of the lot (sub and top assembly), and all rejects were accounted for during the DHR review. All DHR records were complete and a certificate of conformance was present, demonstrating compliance with the quality system release criteria. Further review determined that the current manufacturing controls as implemented are effective in minimizing the occurrence of manufacturing related causes associated with this defect. It is possible that the deformation noted on the returned embotrap ii device may have occurred by handling post-opening the package in the time between shipping the device back, handling at the decontamination laboratory and shipping to cerenovus galway analysis site. The only damage noted during the examination of the returned product was slight kink, i.e. The minor kink in the outer cage distal cone, inner channel coil and a protruding flared strut, and although it was only noted under magnification, it is possible that this is the ¿damage¿ referred to by the customer. The analysis above demonstrates that this level of damage does not impact product performance or patient safety and is considered cosmetic at this level. Although the cause of the damage cannot be determined it is confirmed that appropriate manufacturing controls are in place to minimize the potential of product with such damage being supplied to the customer. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.